Event description:
On (B)(6) 2013, while reviewing the subject pump, the reporter discovered that the date was incorrect. The reporter claimed the pump was set to one day ahead ((B)(6) 2013). At the time of the call, the reporter confirmed the pump was set to the correct time. There was no reported patient impact associated with this complaint. At the time of troubleshooting, the reporter denied making changes to the pump¿s settings. The reporter also denied that the subject pump had reset to the default date/time with battery change or pump reboot. This complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.